Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in ventricular fibrillation, the device failed to charge. Complainant indicated that device allowed one shock, then failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of two clinical event logs identified resembling parts of the customer's report; however no logs seemed to fit the customer's description of the event. One log shows that the device was in defib mode and analyzing with the first attempt halted by a cable fault. All other instances of analysis are followed by shock advised and a successful shock or a no shock advised determination. This is the only log that shows patient shocks, the other log only shows nibp activity and no charges or shocks; however this log does show multi-lead fault and respiration impedance faults as reported by the customer. These appear at the same time several minutes before the end of the case. Multi-lead fault and respiration impedance faults are advisory messages and not necessarily an indication of a device malfunction. These messages indicate that there is an issue with the connection between the ECG leads and the patient's skin or the electrode pads and the patient's skin. Analysis of reports of this type has not identified an increase in trend.